Manufacturer narrative:
(B)(4). Batch # m53h8y. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a lower anterior resection procedure, when the surgeon fired the device, the surgeon felt there was no damping sense. The device could not fire any further after fired a half. For the sake of safety, the surgeons rotated the rotating knob back and removed the device from the tissue. The device did not cut the tissue or deploy staples but there were staples missing. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Manufacture date: 4/27/2015. Expiration date: 3/27/2020. Additional information was requested and the following was obtained: please explain what is meant by there was no damping sense. This is not clear. It felt so easy to fire the device which was abnormal. Where within the gap setting scale was the orange indicator prior to firing: about 1.5mm. Please clarify what is meant by, there were staples missing. The surgeon did not finish firing the staples but there were several staples not in the deck or fall into the patient. The staples were not seen during the procedure. Does this mean that no staples were deployed into the tissue: no. The staples were not deployed into the tissue or anywhere. The surgeon did not found the staples. It was suspected that the staples were not in the deck. Were the staples seen in the surgical field: no. The analysis results found that the ccs29 device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.